Manufacturer narrative:
The serial number of the e 402 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys folate iii on a cobas pure e 402 analytical unit. The sample initially resulted in a folate value of > 20.0 ng/ml. The sample was automatically diluted 1:2 and repeated, resulting in a value of 12.4 ng/ml. The sample was repeated again without dilution, resulting in a value of > 20.0 ng/ml. The sample was repeated with an on-board 1:2 dilution, resulting in a folate value of 11.0 ng/ml on (B)(6) 2026. The sample was manually diluted 1:2 and repeated, resulting in a raw value of 6.29 ng/ml, which calculates to a final folate value of 12.58 ng/ml on (B)(6) 2026. A new reagent pack was calibrated and the sample was repeated without dilution on (B)(6) 2026, resulting in a folate value of 9.52 ng/ml. The sample was also diluted 1:2 on-board the instrument and repeated, resulting in a value of 8.05 ng/ml on (B)(6) 2026. The sample was repeated again using the older reagent pack and it resulted in a folate value of 17 ng/ml.